Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed; however, the exact root cause cannot be confirmed. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
B3: date of event: estimated date is 18may2018. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: date unknown, estimated date 18may2018. D6b: explanted date: unknown. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a patient with rutherford intravenous (IV) symptoms underwent endovascular thrombectomy (evt) was performed via an ipsilateral antegrade approach to treat re-stenosis of the bare-metal stent in the right superficial femoral artery (sfa). Hemostasis was successfully performed using the angio-seal device. One hour after the procedure, the patient complained of pain and angiography revealed that the anchor had detached in the vessel. A computed tomography (CT) or ultrasound was not performed to diagnose the vascular insufficiency. It was probable that the anchor had not been properly placed against the vessel wall due to the bifurcation located near the puncture site. To properly place the anchor, a balloon was inflated to press the anchor against the vessel wall. The blood loss was less than 250cc. The detached anchor was surgically removed from the patient. One year later, the patient complained of intermittent claudication, and angiography revealed stenosis due to the residual anchor. The anchor was surgically removed. The patient's progress was good. The harm to the patient was not serious and the patient recovered. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. There was a bifurcation just distal to the puncture site. No collagen deposition was observed in the vessel. There were no other devices or equipment used with the reported product.